Event description:
Syringes do not retract. Needles bend easily when you insert into the stopper to draw up the medication. Hard to draw up medication. Sometimes, the needle fails to retract into the syringe.